Manufacturer narrative:
This report is submitted on september 08, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to pain. The patient was reimplanted with a new cochlear device during the same surgery.

Manufacturer narrative:
Per the clinic, the patient experienced a loss of connection to the internal device. This report is submitted on october 11, 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on november 21, 2022.